Event description:
The pt stated that his blood glucose was elevated to over 200 mg/dl in 2007. He stated that he bolused and his blood glucose elevated to over 250 mg/dl. He then disconnected from his infusion site and bolused and no insulin dripped from the infusion tubing. He then removed the infusion tubing and bolused through the adapter and only a small amount of insulin dripped. The pt then removed the insulin cartridge and found that it had leaked insulin into the cartridge compartment of the infusion device. The pt was instructed how to clean the insulin from the cartridge compartment and he was advised to switch to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for eval.